Manufacturer narrative:
Additional information received update on the following: block b5:describe event or problem. Block h10: additional physician reported. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block e1: initial reporter: additional physician reported: dr. (B)(6). Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. On (B)(6) 2021, the patient returned for computed tomography (CT), magnetic resonance (MRI) imaging and radiation planning. Most of the gel was displaced to the left on computed tomography (CT) scan. On magnetic resonance imaging (MRI) the gel was at the base and midgland; there appeared to be no infiltration and there was excellent separation. At the apex on one image slice it looks like there was very minimal infiltration. There were no patient complication reported as a result of this event. The patient was reported to have fully recovered. On (B)(6) 2021, additional information was received stating that the procedure was done under local anesthesia, the patient completed brachytherapy with external beam radiation therapy in march.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. On (B)(6) 2021, the patient returned for computed tomography (CT), magnetic resonance (MRI) imaging and radiation planning. Most of the gel was displaced to the left on computed tomography (CT) scan. On magnetic resonance imaging (MRI) the gel was at the base and midgland; there appeared to be no infiltration and there was excellent separation. At the apex on one image slice it looks like there was very minimal infiltration. There were no patient complication reported as a result of this event. The patient was reported to have fully recovered.